Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review, the right ventricle lead exhibited unspecified sensing issue. No intervention was performed. The patient was stable and will continue to be monitored.